Event description:
Further information was received from the area representative indicating x-rays will not be available as they have not been performed. Revision surgery is planned, but has not been scheduled. Good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was reported by a physician that high lead impedance was received at a follow-up appointment. The patient is doing well clinically and is able to perceive stimulation. At the moment the patient was referred for x-rays. No patient manipulation or trauma to the device is suspected. The area representative has advised the medical professional to program the device off due to the received high impedance. Revision surgery is likely but has not been scheduled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient underwent a full revision surgery on (B)(6) 2012, due to high impedance. High impedance was the final measurement in the operating room prior to cut. The electrode was able to be fully explanted but the lead was divided for practical reasons into several parts and was disposed of by the hospital. The explanted generator was returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed. The lead impedance after the revision was noted to be "ok". It was later reported that the lead had been explanted due to a lead discontinuity.